Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated that the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer reported that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.